Event description:
It was reported that the system 9800 would not boot completely at the start of the day. There was no patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive and the video processor circuit board was replaced. The system was tested and found to be working as intended and placed back into service.